Event description:
The pt bumped the area where his stimulator was implanted. Since that time, the pt experienced a loss of therapeutic effect. The pt was at home. His status was undetermined at the time of this report. The pt was encouraged to contact his health care professional. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.